Event description:
It was reported that the local area representative placed a call into technical services (ts) for a review of the stored episode of this subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the patient experienced ventricular fibrillation (vf). Upon review, it was noted the rhythm accelerated to the ventricular fibrillation (vf) zone after shock therapy was applied. The rhythm successfully converted after delivered a fifth shock. Possible causes were discussed and troubleshooting options were recommended. Currently, this product remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the local area representative placed a call into technical services (ts) for a review of the stored episode of this subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the patient experienced ventricular fibrillation (vf). Upon review, it was noted the rhythm accelerated to the ventricular fibrillation (vf) zone after shock therapy was applied. The rhythm successfully converted after delivered a fifth shock. Possible causes were discussed and troubleshooting options were recommended. The patient was managed medically and no more shocks have been reported. No programming changes were made. Currently, this product remains in service and no additional adverse patient effects were reported.